Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to display anomaly. The pump was also received with cracked select button keypad overlay and minor scratched lcd window.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 6.3 mmol/l. The insulin pump casing was damaged and insulin pump started beeping and display went blank. Troubleshooting was not performed for damage. The insulin pump will be returned for analysis.